Event description:
It was reported that the device is unable to flush through the needle due to high pressure resistance. No patient injury was reported.

Manufacturer narrative:
One unit was received for evaluation; the returned unit was received decontaminated without its original packaging. Functional testing: one unit was tested for occlusion by introducing water with a syringe. The unit is occluded in the y connector, it is observed blood. The complaint is confirmed. As part of the standard process, production personnel perform a 100% occlusion test; the operator use the following matrix for correct interpretation of test result. The disposition of all the units that failed the occlusion test, is to make the product unusable cutting at the tube to base bond and scrap it putting into the appropriate reject bin to avoid mix-up with the acceptable units. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).